Event description:
Arjo representative was informed about the issue with minuet 2 bed frame. It was claimed that wooden side rail would not raise. The bed was evaluated by arjo¿s technician and it was found that the side rail safety stop had gone past the retaining bolt and come out of the track. The safety bolt and the plunger were replaced which solved the issue. There was no information whether the bed was used by a patient during the incident. No injury was claimed.

Manufacturer narrative:
The circumstances of the event are not known. It was established by service technician that arjo was responsible for bed servicing. The last bed maintenance was conducted on 04 jun 2024. No issue with side rail was found. The review of the post-marketing surveilance revealed that most likely scenario is that the wooden side rail popped out of the track due to extensive external force applied. However, this scenario can not be confirmed, therefore the exat root cause could not be determine. The device failed to meet its specification since partial side rail detachment occurred. The device was not used for the patient treatment during the event. The complaint was assessed as reportable due to safety side come out from the rail. No injury was claimed.